Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown implanted: (B)(6) 2010. Explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the pump was replaced last week and the patient was experiencing clear leakage from the wound. The patient also reported that their spasticity increased and walking more difficult. A wound revision was performed on (B)(6) 2023 and the catheter was found to be correctly connected. A side port aspiration was done without issue. Dye was injected under scopy contrast and leakage at the connection with the pump was found. The catheter piece was replaced.  During replacement a culture was taken and was positive for enterobacter cloacae complex. The entire system was explanted.